Event description:
The customer reported obtaining a non-reproducible, elevated troponin I (access accutni+3) result in association with the access 2 immunoassay system (B)(4) for one (1) patient. The initial sample (designated as sample one (1)) from the patient (designated as patient one (1)) was reanalyzed on the same access 2 immunoassay system and a lower result, within the laboratory's normal reference range, was obtained. A second sample (designated as sample two (2)) from patient one (1) was tested on the same access 2 immunoassay system and a lower result, within the laboratory's normal reference range, was obtained. Refer to the attached patient data summary table for details. The elevated access accutni+3 result was reported out of the lab. The customer stated the patient was admitted to the hospital in association with the non-reproducible, elevated access accutni+3 result. There was no report of additional injury which occurred in association with this event. Quality control (qc), calibration, system check, and precision were performing within assay and instrument specifications. The samples were collected and tested in plasma separator tubes. Samples were centrifuged for three (3) - five (5) minutes at 3900 rpm (revolutions per minute). No sample integrity issues were reported by the customer. A beckman coulter (bec) field service engineer was not dispatched to assess the instrument's performance.

Manufacturer narrative:
There is no indication the access accutni+3 reagent was returned for evaluation. A beckman coulter (bec) field service engineer (fse) was not dispatched for this event. System parameters of quality control (qc), calibration, system check, and precision were performing within assay and instrument specifications. In conclusion, the cause of the non-reproducible access accutni+3 results cannot be determined with the information provided.